Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the pump battery compartment was observed to be cracked in the threads and below the grip pad. The pump was confirmed to be able to power on with the returned battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging damage to the pump casing. No additional information was provided regarding the location of the damage. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.